Manufacturer narrative:
The device history record (DHR) review of the effected valve shows the device met specifications prior to distribution of the device. Damage to the myocardium and its conduction system causes acquired heart block and can result in heart block during or after the procedure. This typically occurs in patients with underlying conduction abnormalities. Per the instructions for use (IFU), conduction abnormalities are a known potential complication after tavi. According to literature review and the valve academic research consortium (varc), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of heart block include underlying heart disease, electrolyte disturbances, and certain medications (i.e beta-blockers, calcium channel blockers). The exact cause for the reported complete heart block in this case cannot be confirmed, however, in addition to the procedure itself, the patient's underlying co-morbidities (i.e cad, chf, mi, heart valve disease, htn) could have contributed to the event. No additional actions are possible at this time.

Event description:
As reported via the edwards clinical specialist, the patient developed complete heart block post successful deployment of the edwards sapien valve via a trans-apical approach. This event did not resolve prior to leaving the operating suite and the patient required a temporary pacemaker. Temporary pacing wires were placed. The apex was closed in usual fashion without issues. One day post procedure, the patient received a permanent pacemaker (ppm).